Manufacturer narrative:
Report date: 28jan2019. Date rec'd by MFR: 25jan2019. The customer's technical service person confirmed that the switch pcba to ui pcba cable had failed. The customer's technical service person replaced the switch pcba to ui pcba cable to address the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2019. Date of report: 17jan2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that while troubleshooting a possible nav-ring issue, bad wires on the switch pcba cable were found. There was no patient involvement. Event date not specified; estimate used.